Manufacturer narrative:
The device was manufactured october 9, 2017 - october 11, 2017. One device was received for evaluation. During visual examination, the stressmember flange located near the fillport was observed damaged. Pieces of the damaged stressmember flange fell inside the device housing. Additionally, the lower part of the device housing was observed dented. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was broken at the level of the fill port cap. There was no patient involvement. No additional information is available.